Event description:
It was reported a patient underwent an unknown procedure on 26-sep-2023 and suture was used. The doctor sutured the patient's wound, and during the suturing process, the suture was manicured and broken. Replace with a new suture. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: the patient's may affect the healing of the incision. Broke multiple times additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Information requested is unknown. * can you identify the product code and lot number of the product that was used? * were there any patient consequences? * was the healing of the incision affected by this issue? Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How many times did the suture break during this patient procedure? The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product available for return. Note: events reported via: mw# 2210968-2023-09147 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/22/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, g4. Additional information was requested, the following was obtained: how many times did the suture break during this patient procedure? Contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown. The following information was received: product code should be vcp358h. Product complaint # (B)(4). Date sent to the FDA: 12/22/2023. Corrected information: d1, d2a, d2b. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.